Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Upon interrogation of this ICD a message stating that the device had reverted to fallback mode and therapy was limited to a single zone. No adverse patient effects were reported.